Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 8/15/2023 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received stuck to a cartridge tray along with the original folding carton, patient stickers and ID card, an implant notification card, and an open sterilization pouch. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and with both haptics missing portions of the haptics. The lens was cleaned and, no further issues could be observed. Conclusion: the complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis intraocular lens (iol) was defective. Haptic was torn upon insertion of lens in the patients right eye. Upon realization lens was immediately removed. New lens was inserted successfully. Lens was partially inserted and removed during the same procedure. There was no unplanned incision enlargement, sutures, and/or vitrectomy needed. There was 10 minutes delay in procedure. Directions for use were followed. Additional information received stated that same model backup lens was used to complete the procedure. There was no use error. No patient injury or medical/surgical intervention required. No further information is available.

Manufacturer narrative:
Section a4: patient weight: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4632 - prolonged surgery is applicable in place of code 4582 - no clinical signs, symptoms or conditions. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.